Event description:
It was reported that when using the pyxis medstation es system, a door malfunction was experienced. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door failure upon opening. A field service engineer effectively replaced the latch on the door to address this issue. The system functioned as intended after the field service engineer troubleshot the device. A technical service specialist confirmed that there had been a delay in dispensing medication to the patients